Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: during the procedure, the surgeon attempted to deploy multiple clips using the applier, and all clips were not applied successfully. Around 7 clips were applied, these have been saved by the hospital and are able to be returned. Additional information provided by applied medical representative via email 12oct21: our clip applier was used in a lap chole case at north middlesex today and the surgeon was concerned over the security and closure of the clips. Some of the clips came off and one of them was on cystic duct, which caused bile leak and stones to be released into the abdomen. At the end of the case, the surgeon mentioned that he has removed around 7 loose clips from the abdomen. He stated that he fully squeezed the handles but the clips didn¿t close properly. I have kept the clip applier along with some of the clips that were removed from the abdomen for us to collect. Please note, this is the second clip applier cer from north middlesex in a week concerning the clips closure. Intervention: ni. Patient status: no patient injury indicated.

Manufacturer narrative:
H3: evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the component showed thermal damage. Functionally, due to customer reported symptom of a burning smell the unit was not connected to external power or powered on. The device was opened and inspected. Ingress/corrosion was found on the corner of the co2 board. Thermal damage due to shorting was observed on the dc-dc pcba as well as the main pcba. Further corrosion was found on the bottom of the front panel at the led. The dc-dc pcba, main pcba, co2 board, and front overlay will need replaced. It was reported that there were signs of a thermal issue (hot, smoke, smell or actual flame), there was an issue with the battery, and the unit would not turn on. The reported issues were confirmed. The most likely cause was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.